Event description:
It was reported that the patient experienced a shocking sensation and painful stimulation from their implantable neurostimulator (ins) following a motor vehicle accident. The site of the shocking was noted as the ins-lead connection area. Programming of the ins was not successful in regaining the patient's therapeutic efficacy. It was determined that the lead had moved due to the motor vehicle accident. A surgical revision was performed to replace the lead in an effort to restore the therapy. During the procedure, it was observe that there was blood in the header block of the ins. The ins was then also replaced during the procedure.

Manufacturer narrative:
Product ID 3889, lot# v022007, implanted: 2007 (B)(6), explanted: 2007 (B)(6), product type lead. (B)(4). The device was lost during transport between manufacturer's locations. It was being transported for decontamination and multiple attempts to locate the neurostimulator model 3058, serial # (B)(4), were unsuccessful.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.